Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles were observed within the patient line. There was no adverse impact to customer's blood glucose level. The air bubbles were successfully primed out to address the issue and insulin delivery was resumed.